Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented difficulty inflating and deflating due to a mechanical problem with the pump. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented difficulty inflating and deflating due to a mechanical problem with the pump. The ipp was explanted and replaced. There were no patient complications reported.